Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device pcu screen had frozen while infusing on patient was not identified during the customer call. However, there was no sufficient sample to address the issue.

Event description:
It was reported that the pcu screen had frozen while infusing on patient. The keypad would not respond to any keypress. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu screen had frozen while infusing on patient. The keypad would not respond to any keypress. There was patient involvement but no harm.